Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, after the device was inserted into the common femoral artery, not only was blood coming from the marker lumen, it was leaking from around the handle and lower portion of the device body. The device was deployed and partial closure was obtained. Manual arterial pressure was held for 10 minutes. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight (reported as approximately (B)(6)). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was fully deployed. The plunger, anterior needle tip, suture, posterior needle tip, link and cuffs were not returned. The lever to foot operated normally. During testing, the marker port was flushed and the water solution used flowed through the inner marker lumen and out of the marker port with no leakage detected. The body of the device, guides and sheath were normal for a used device and were undamaged. A proxy plunger was inserted to test the needle trajectory and the result was acceptable. During deployment, the marker port is designed to indicate the foot has been correctly placed in the arteriotomy. As a pulsatory flow is indicted via the marker tube, the device is to be pulled back, removing the marker port from the arteriotomy to stop the blood flow and position the foot against the anterior arterial wall. When the device is inserted too deeply, allowing the distal suture guide tubes to be placed inside the arteriotomy and held too long, the pulsatory flow can enter the body of the device creating the reported experience. The instructions for use states to continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45 degree angle. Deploy the foot by lifting the lever on top of the handle. Gently pull the device back to position the foot against the arterial wall. If marking does not stop or significantly change, gently adjust the angle of the device to stop blood marking. The marker patency of each device is inspected during manufacturing. There was no device deficiency detected that would have contributed to the reported leakage. The reported experience could not be confirmed. It was also reported that partial closure was achieved after deployment. Partial tissue capture can be influenced by, but is not limited to, device placement, insufficient knot tightening to the arterial wall or a failure to maintain device stability during suture deployment. However, this could not be determined in this case. The needle trajectory of each device is inspected during manufacturing. A review of the finished device lot history records did not reveal any nonconforming material records that would have affected the reported needle to cuff miss in this case. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. All products are subject to inspection by manufacturing and a quality control audit inspection is performed to verify product quality.